Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device due to expired storage date . However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific root cause of the phenomenon "static image (particulate images)" and the phenomenon "shutdown" could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
No error messages, just poor image and total shut down at times. The condition of the patient was not impacted by the failure. The procedure did not need to be completed with another device. The reported problem did not affect the diagnostic outcome of the procedure. No medical intervention (i.e., treatment outside the scope of the procedure) required as a result of the reported problem. Monitoring equipment connected to subject device when the failure occurred. The customer states "I would approximate that 3 or 4 cases were interrupted by the video completely stopping and then having to start again after trying to troubleshoot issue. I do not know how many cases exactly were prolonged due to this, not the time."

Event description:
The customer reported to olympus that during a diagnostic procedure, the video system had a poor connection, displaying a static image, and when the pigtail wiggled, the image got very staticky. The procedure was prolonged to restart the machine. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the image was freezing. Additional were the picture in picture connector was corroded, the narrow band imaging was not activated, and there was no unique device indicator label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.